Manufacturer narrative:
Date sent to the FDA: 12/23/2020. H6 component code: g07002 ¿ device not returned. The following information was requested, but unavailable: the patient demographic info: weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was medical intervention (i.e., medication) prescribed for the patient? If yes please provide medication name. Product code? Lot number provided ¿20191118¿ is not a valid lot. Please provide lot number. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was medical intervention (i.e., medication) prescribed for the patient? If yes please provide medication name. Product code? Lot number provided ¿20191118¿ is not a valid lot. Please provide lot number. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a hand trauma surgery on (B)(6) 2020 and the suture was used for wound suturing. It was reported that the patient experienced pain, erythema, inflammation and wound secretion on the wound on (B)(6) 2020. The suture was removed. Dressing change and re-suturing was given to the patient. Additional information has been requested.